Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty closing the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issues. To further reduce mr, an nt clip was inserted, and grasping was performed. A jet lateral to the clip was still present so the physician decided to reposition the clip more lateral. However, while checking perpendicularity, the clip became caught in the chordae. It was noted that no unintended movement occurred. Troubleshooting was performed and the clip was able to be freed from the chordae. The clip was inverted and retracted into the left atrium (la). However, it was noted that it was inverted past 180 degrees. While in the la, the physician attempted to close the clip to 60 degrees, but the clip was unable to close. Troubleshooting was performed and after a few attempts, the clip was able to successfully close. The physician decided to remove the clip and replace it. One additional clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult or delayed positioning from anatomy could not be determined. It should be noted that per the mitraclip system instructions for use warns: ¿turning the arm positioner in the ¿open¿ direction more than 1 full turn past a clip arm angle of 180° or turning past when resistance is first noted may result in device damage which could cause the clip to become non-functional and lead to embolization, and/or conversion to surgical intervention.¿ the reported improper or incorrect procedure or method (failure to follow steps/instructions) appears to be due to user error. The reported difficult to close clip appears to have been a result of the user error. There is no indication of a product issue with respect to manufacture, design or labeling.